Event description:
Fell off the handle/red dot in the middle of the brush and it broke and came out - oral-b [device breakage]. Case narrative: consumer reported via phone that the red dot in the middle of their oral-b toothbrush head broke and fell/came out of the oral-b toothbrush handle. It did not move. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.